Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Mw5057597. (B)(4).

Event description:
It was reported that post-operative of an implantable cardiac monitor the patient ¿kept having infections and a stabbing pain in the heart, especially while lying down.¿ further reported is that the device ¿moves around and pricks the heart.¿ additionally, it was reported the patient ¿is not receiving the therapeutic benefits of the device due to the heart rate not being fast enough to be picked up by the sensor based on the allowable calibrated level.¿ the device remains in use. Follow-up information was requested but not received. No further patient complications have been reported as a result of this event.